Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected battery out limit alarms noted during testing. The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at lcd window corners and reservoir tube. The insulin pump was received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers were ramping on their own. The customer's blood glucose was 327 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.